Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause and could not find any information related to issue reported. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the 3d model looked good and trace pattern was all on appropriate anatomy. They recommended tracing more posterior in the future. Reference frame movement was likely considering the trace pattern was good and that they were accurate after registration, but inaccurate later in the case.

Manufacturer narrative:
Other relevant device(s) are: products: 9735585; sw version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a cranial resection procedure. It was reported that there was an inaccuracy. They were doing a transsphenoidal case and accurate after registration and while the ent doctor was navigating. Once they were at the tumor and the neuro doctor came in, they were inaccurate 5 mm anterior and to the left. They checked accuracy superficially and were inaccurate the same amount. They proceeded without navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.